Event description:
Reference MFR report: 1627487-2019-05688.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05688. It was reported the patient was not able to put the ipg into MRI mode. Impedances were checked and showed two contacts had low impedance at zero ohms. Subsequently, the patient had a revision surgery on (B)(6) 2019. During the surgery, the physician opened the ipg pocket, disconnected and reconnected the lead tails to the ipg. The impedances were checked and all were within the normal range. No product was explanted and no new product was implanted. The issue was resolved.